Manufacturer narrative:
We are awaiting device return. Upon completion of our investigation, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the catheter handle leaked.